Event description:
Ruptured dual lumen hickman catheter. Total of three, separate dual lumen hickman ruptures, requiring surgical replacement. All pre-filled saline syringes are verified to be 10-ml in size so all flushes have been done correctly. Bard representatives on-site (B)(6) 2013. Pictures of previously ruptured, 2 catheters sent to bard on (B)(6) 2013. Bard engineer are currently reviewing info.